Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had fractured and had noise. Patient remained asymptomatic. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion was noted at 7.0-7.2 cm from the pin consistent with lead friction to the device can]. The etfe coating was intact at this locations.